Manufacturer narrative:
The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including bench handling without duplicating the report. An internal inspection found no discrepancies. The digital board to control board flex cable will be replaced as a precaution. The device passed the final test procedure and will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.